Manufacturer narrative:
Continuation of d10: product ID afapro28 (lot: 28980); product type: 0624-arctic front catheter; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation cryotherapy case, while positioning the afapro28 for occlusion of the vein, the physician observed that the flushing lumen of the afapro28 was blocked and it was not possible to inject dye. The afapro28 was removed from the patient, and the physician attempted to flush the lumen without success. A new afapro28 was prepared and used, and the mapping catheter was noted to be deformed and was also replaced with a new mapping catheter during the procedure. The case was completed. No patient complications have been reported as a result of this event.